Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the subject had a device related adverse event with a diagnosis of severe hyperglycemia. Blood glucose was 577 mg/dl at the time of the incident and treated with bolus. No product will return for analysis.